Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the ptfe is still barely holding the two ends together. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18dec2019. It was reported that the guidezilla was kinked and the stent could not cross the device. The 90% stenosed, 18mm x 3.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The physician used a pre-dilation balloon to pre-dilate the lesion. The lesion was in the middle of the lad, with calcification, the stent could not cross the lesion. A guidezilla guide extension catheter was then selected for use. The stent still could not cross the guidezilla guide extension. The guidezilla was removed and it was observed that the connection part between the metal and the catheter was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed that the collar was separated.